Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the observation of a burned component on the input/output printed circuit board (I/o pcb). Service evaluation verified the symptom. The cause was identified to be a failed I/o pcb. The I/o pcb was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, evaluation observed a burned component of the input/output printed circuit board. There was no patient involvement. No additional information is available.